Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 7075121. Model/catalog description: infinion cx lead kit, 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 7076814. Model/catalog description: infinion cx lead kit, 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Serial number: (B)(6). Batch/lot number: 28820370. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.